Event description:
It was reported that the sterilization staff noticed some of the screws were missing from the instruments. There was no patient involvement.

Manufacturer narrative:
(B)(4). Report source: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02400, 0001822565-2022-02403.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual inspection of the returned item # 42527900701 lot # 64027309 found it to exhibit signs of repeated use and have both of components 42527991001 and 42527991002 disassembled / missing. The components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.